Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose results were 140 and 90 mg/dl. Tests were done within 10 minutes. After getting the lot number off vial of strips, patient noticed that the code number did not match. Patient did not experience any adverse events. No further information has been reported.